Event description:
It was reported that the pt was placed a 4f sl powerpicc for chemotherapy on (B)(6) 2012. The insertion process went smoothly. On (B)(6) 2013 when the nurse did regular maintenance, she found the catheter slipped out for about 10 cm and there was a leak at the site of 48cm (7cm next to the wing).

Manufacturer narrative:
The complaint of a subcutaneous catheter leak is confirmed. During functional testing a small pinhole leak was observed emanating from catheter. The pinhole leak is located between the 7 and 8 cm depth markers. The leak was observed during normal infusion of the catheter. During hydraulic pressurization no add'l leak were observed. The leak may be the result of inadvertent contact with needle or some other sharp instrument. The product instructions for use (IFU) warns the user to "avoid accidental device contact with sharp instruments..." Had the damage occurred during the mfg process, it would have been noted during both the MFR's leak test and when the user purged the air from the catheter prior to attempting insertion. The damage found on the catheter contains features that are consistent with sharp instrument damage. However, at this time the mechanism of damage is undetermined. A lot history review (lhr) of rewc0887 showed no other similar product complaint(s) from this number.